Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they had high blood glucose levels. Customer¿s blood glucose levels were 488mg/dl, 260mg/dl, on friday it was 355mg/dl, later it was 395mg/dl, 399mg/dl and 358mg/dl and then above 400mg/dl, 445mg/dl, 497mg/dl. Infusion set was changed and the blood glucose levels were back to normal. Mother also reported blood glucose levels of 344mg/dl and 418mg/dl. Customer¿s mother stated that she gave manual injection based on healthcare professional¿s instructions. Customer¿s mother declined to troubleshoot for high blood glucose levels. Insulin pump will not be returned for analysis.